Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(6), batch: a22888.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted devices were disposed of by the medical facility.